Event description:
While pt was tucking tubing into plants, he observed infusion set tubing separated from the luer lock. Caller indicated that upon discovery, pt replaced infusion set. Caller did not report pt experiencing any physiological effects related to this issue. Caller did not report pt requiring medical attention to address this issue.

Manufacturer narrative:
Issue described to agency in recall # 2183993-03/21/06-001-r.